Event description:
It was reported the patient¿s pain is primarily in their right buttock area, hip and leg. One week prior to the report their pain got much better up until the day prior call when they felt a huge amount of pain. The pain goes away when they sit down but when they stand and walk they have pain. The patient noted the pain feels like it is coming from where the implant is located. No matter what setting their device is on, it does not help the pain. If they reach and touch the implantable neurostimulator (ins) it feels as though it is loose and moved and more rigid in one place. No intervention or outcome was reported however additional information has been requested and if received a follow-up report will be sent. Information omitted pertaining to event (B)(4) ¿ unable to adjust stim w/wo antenna.

Event description:
Additional information received reported the patient had their battery revised due to the implantable neurostimulator (ins) moving around. Since the revision the patient has been unable to communicate with the implantable neurostimulator recharger (insr) and patient programmer and thinks it was due to the bandage over the incision. They noticed the issued the night prior to the call when they attempted to recharge because the battery was depleted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an additional reason for the revision of the device was because the implantable neurostimulator (ins) was uncomfortable for the patient.

Manufacturer narrative:
(B)(4).